Event description:
Customer reportedly obtained a result of 2.1 inr on the coaguchek xs system and 1.6 inr on a comparison lab. Medication was adjusted based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.